Event description:
It was reported by service report that the siderail will not lock on foot end. There was pt involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Other: siderail assembly.